Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact stated after removing the cassette from treatment she found fluid leaking from the cassette into the inside of the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn(), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. Visual examination found a pinhole in the membrane. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact stated after removing the cassette from treatment she found fluid leaking from the cassette into the inside of the cycler. Follow-up was made with the pd patient's clinic registered nurse (rn(), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak.